Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). A sorin group field service representative was dispatched to the facility to investigate. The customer informed the service representative that the pump was quickly restarted when the issue occurred and there were no further issues. An error was displayed on the system panel, but the user did not know what the error said. The service representative tested the pump and was unable to reproduce the reported issue. As the reported issue could not be reproduced, a root cause could not be determined and corrective actions were not identified. Sorin group deutschland will continue to monitor for trends related to this type of issue. Evaluated on site by sorin service rep.

Event description:
Sorin group (B)(4) received a report that the s5 roller pump stopped during a procedure. There was no report of patient injury.